Event description:
Information was received from a patient's representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulator is saying not connected. Caller mentioned that the stimulation was turned off. Caller added that the controller showing 100% and patient said that they started having a little pain in the past few days and just noticed this morning that the stimulation was turned off. Agent had caller connect the recharger to the controller. Caller confirmed that there was no visible damage to the equipment. Caller selected recharge on the no device found screen. Caller entered passive recharge mode and saw 98-99-99 then 97-100-100. After a few minutes, caller was able to start recharging with excellent quality. Controller 100% and ins 90% agent assisted caller to turn on stimulation. Caller turned on the stimulation in group c. The troubleshooting steps that were taken on the call resolved the issue. Caller stated that they do not have managing doctor yet as they recently moved last march. Agent sent physician listing and email registration for address update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had fallen and broke their shoulder which caused them to not be able to fully charge the stimulator and it depleted. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back and was getting stimulator is off on the controller. During the call caller got no device found without recharger plugged in. Caller plugged the recharger and both the controller and implant were both at 90%. Caller mentioned this was the fourth time they called about this issue and they had to reset the 'stimulator'. Caller was able to turn stimulation off. Agent redirected caller to the patient's hcp to have a representative unpair/pair the controller to the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.